Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons were unresponsive on the verify screen after rebooting the pump. The reporter denied damage to the keypad and noted moisture behind the display. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. The alleged complaint of the keypad issue was not duplicated. Unrelated to this complaint, there was a case leak found. The pump cover was removed and internal moisture was found. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.